Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came into the hospital with a heart rate less than 35 beats per minute. The cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.